Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the b40 error could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called in to olympus technical assistance center (tac) personnel to report her event. However, once heard, tac informed the customer that this particular error code cannot be resolved over the phone and the unit would have to be sent in for repair. Thus far, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while relocating her olympus evis exera iii video system center a b40 malfunction error occurred. According to the initial reporter, this event took place while transporting the device and had no patient involvement.